Event description:
It was reported the customer had frequent nonresponsive or intermittent response by button press. Customer's blood glucose was 154 mg/dl. The customer stated the insulin pump was not dropped or exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.